Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a "glitch" on the touchscreen which was described as stuck pixels. Reportedly, the pump features were not blocked and the pump was still functional. There was no impact to the customer's blood glucose level.